Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter claimed that more than one bolus delivery was made on both (B)(6) 2018 and (B)(6) 2018, but the bolus history only shoes one bolus on each of those days. Additionally, the reporter stated that when the patient was at their doctor's office, some of the total daily dose history screens were showing inaccurate information; however, that claim was unable to be duplicated during troubleshooting with animas customer technical support. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: the pump's black box showed that there were manual boluses programmed into the pump. The pump completed a 24 hour duration test with no issues. The basal and bolus histories were recording correctly. The alleged issue could not be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.